Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that there was an alert triggered for lead noise.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks due to broken right ventricular (rv) lead. There were very high sensing integrity counter (sic), lead predictor failure alerts triggered, non-physiologic non-sustained ventricular tachycardia episodes, high and fluctuating pacing impedances. The therapies for the rv lead were programmed off. The rv lead remains in use. Additionally, it was reported that the episodes were unable to be retrieved and viewed with the programmer. A save to disk format had to be sent to a separate location where the information was able to be retrieved and sent back via email. The user reported that when an interrogation was attempted with the programmer, it did not show the interrogation option as available. No further patient complications have been reported as a result of this event.